Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A representative reported via email of low blood glucose and hospitalization. The customer is currently hospitalized for hypoglycemia. The customer did not want to be transferred to 24 hour helpline.